Manufacturer narrative:
The unit had a blank display due to moisture damage on the electronics assembly. The unit had moisture damage on the motor, battery tube, vibrator, and a keypad assembly. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a blank display and cracks on the reservoir. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.